Manufacturer narrative:
Consumer has not returned the unit.

Event description:
Consumer is alleging that his humidifier caught on fire. There were no injuries or property damage reported with this incident.